Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0x40, 75cm mustang balloon catheter was selected to dilate the target lesion. The balloon was initially inflated twice at 10 atmospheres each. However, on the third inflation at 15 atmospheres, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.